Event description:
Additional information received from the manufacturer representative reported that they were able to successfully reprogram the patient. The patient was unsure if they will have a lead replacement.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. The patient had a medical history of crps type 1. It was reported that during a routine battery replacement the top lead was difficult to withdraw from the old generator. The surgeon had difficulty putting the lead into the new generator, but eventually was able to get the entire wire in. There was a small kink of insulation where it let resistance with the port. An impedance check revealed that only contact 5 of the top wire was ok, all others read as open. Factors that may have contributed to the issue was possible "degration" of wire insulation. The impedance test showed all 0-7 contacts with the exception of 5 was open. They were attempting to get coverage with intact electrodes. If unsuccessful the patient would have the lead replaced. The issue was not resolved. No surgical intervention occurred or was planned.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97712, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2022, product type: implantable neurostimulator. Product ID: 97712, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2022, product type: implantable neurostimulator. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 19-sep-2017, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.